Event description:
It was reported that a system error (se) 2240 alarm (air in set/line) occurred on the homechoice (hc) device during drain one of five. The home patient (hp) was connected at the time of the alarm. The registered nurse (rn) informed the technical service representative (tsr) that the hp found a kink in the patient line and during the process of getting the kink out, the alarm occurred. The tsr instructed the rn to cycle the power on the hc to clear the alarm. The tsr advised the rn to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.